Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Based on the photographic evidence alone cannot determined what may have caused this complication.

Event description:
It was reported that during an unknown procedure, on the initial firing of the device with a blue cartridge on the cecum, the device fired, staples were deployed but it did not cut the tissue. The deployed staples were completely not formed. The staples were open and not in the "b" shape. The procedure was completed using a competitor's device. There were no forces higher or lower than expected in closing, firing or opening the device. No unusual noise heard. No patient impact reported.